Manufacturer narrative:
Additional information received indicated the patient came back to the clinic the following week and all values were within normal limits. The cause for the abnormal value was not able to be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a low shock impedance measurement of 1 ohm. A review of the lead trends indicated the shock impedance has been very consistent and in normal range. The shock electrogram (egm) signal on the presenting egm was also very clean. Boston scientific technical services (ts) discussed bringing the patient into the clinic to test the shocking lead impedances. No adverse patient effects were reported.